Event description:
It was reported that the pt's pain was well controlled after the catheter was replaced in (B) (6) 2006. However, the pt stated that her pain had not been well controlled for some time and requested the system to be removed. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).